Event description:
It was reported via literature article that a dissection and perforation occurred. A rotablator was selected for treatment of the target lesion. During a procedure, vessel dissections and perforations occurred. The dissections and perforations were able to be managed percutaneously.

Event description:
It was reported via literature article that a dissection and perforation occurred. A rotablator was selected for treatment of the target lesion. During a procedure, vessel dissections and perforations occurred. The dissections and perforations were able to be managed percutaneously.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date as actual date is unknown.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date as actual date is unknown.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.with all the available information, boston scientific concludes:device technical analysis:the device was not returned to the complaint investigation site for analysis. Labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.risk review:a risk review was completed and confirmed that the events of vessel trauma and additional intervention were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. The investigation conclusion code of known inherent risk of device was selected.